Manufacturer narrative:
G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the catheter tip is jagged. Many insertors have noted a "problem" with the 24g piv catheters we routinely use. The plastic sheath over the needle is frequently jagged/not smooth. Dates of events 5/28/26 any patient impact or adverse events: patients required additional needle sticks